Event description:
The customer received ongoing questionable vancomycin results on their c501 analyzer. The initial vancomycin result was 1.8 ug/ml. The floor questioned the result since the patient was on vancomycin. The sample was repeated on a stand-alone c501, (B)(4), and the result was 20.3 ug/ml. The customer considered the repeat result of 20.3 ug/ml to be correct and it was issued as a corrected report. There were no adverse events. The vancomycin reagent lot number was 64504801 and the expiration date was 04/30/2012. The field service representative was unable to duplicate the error or determine its cause. The instrument was operating within the manufacturer's specifications. The customer will monitor the instrument and report and further errors.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
No definitive root cause could be determined with the information provided. Incorrect sample pipetting or a carryover effect from ck or ck-mb were the most likely causes. The customer did not install the appropriate extra washes according to the manufacturer's guidelines, however it is not known if ck or ck-mb were tested before the vancomycin. The patient was not adversely affected as the floor questioned the initial result since the patient is on vancomycin.